Event description:
It was reported that the goodbye screen on the tdxsp-mcg power wheel chair joystick will not go off. Dealer reported that if you shut the joystick off and power it back on the chair will not move. End user was stranded in the hallway of the nursing facility but was able to have someone assist her back to her room.